Event description:
It was reported that patient presented to the clinic after receiving an alert for unspecified reset mode. Programming changes were made. Patient reported feeling "different" with some extra cardiac stimulation. The patient was sent home in stable condition and will continue to be followed up normally.